Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: excessive glue noticed on tip of probe and partially on side of electrode face. Probable root cause: manufacturing non-conformance, shipping damage. (B)(4).

Event description:
It was reported that the product had excessive glue.

Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: excessive glue noticed on tip of probe and partially on side of electrode face. Probable root cause: manufacturing non-conformance, shipping damage. Gtin: (B)(4).

Event description:
It was reported that the product had excessive glue.